Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device not connected to network. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn. (B)(6) was performed from the date of manufacture, 10-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed to connect with the network. A field service engineer (fse) had collaborated with an information technology (it) and pharmacy to reset the wireless certificates. Following the reset, the fse verified that all stations were online and communicating properly. The issue was successfully resolved. The system functioned as intended after the field service engineer together with hospital information technology team troubleshot the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device not connected to network. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.